Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the customer environment missed to send the expected patient order to the device. A technical support specialist confirmed that the customer managed to perform the message transfer, and the patient ended up showing under the correct area to resolve the issue. The system functioned as intended after the technical support specialist guided the customer.

Event description:
It was reported by the customer that a pyxis medstation es system did not populate the patient orders from the server, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.